Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v744240, implanted: (B)(6) 2011, product type: lead, (B)(4).

Event description:
The patient reported that the stimulation sensation they were feeling was shocking. It was stated that something was wrong with the interstim device. They thought the lead wasn't working. At a recent appointment with the doctor, they doctor "shocked the hell out of them." Additional information received from the manufacturer representative reported the patient was being seen by a nurse next week for a follow-up and their device was turned off until then. It was further stated the patient had 2 programs only, and they no longer felt pain as they turned down stimulation. The manufacturer representative was going to meet with the patient for reprogramming. After meeting with the patient, it turned out the patient had a spinal cord stimulator and not an interstim. The patient was having pain when stimulation was on in their upper spine/shoulder when they went to the bathroom, and this occurred 1-2 times a month. The patient needed help controlling the device and need reprogramming, but the manufacturer representative was unable to do so at the time since the patient have a spinal cord stimulator. The patient had turned the device off with the patient programmer, but then the patient's normal pain returned. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.